Manufacturer narrative:
(B)(4).

Event description:
The customer stated they had several accu-chek safe-t-pro lancets that did not retract after use on patients. He stated the issue has occurred over the past two months and specific dates of occurrence were not provided. There were no accidental fingersticks and there was no adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent to the customer.

Manufacturer narrative:
More than 51 accu-chek safe-t-pro lancing devices were received for investigation. The evaluation showed no abnormalities and could not verify the customer allegation. The reported failure was not reproduced.

Manufacturer narrative:
The customer provided additional information stating a lancet did not retract and that a nurse was accidentally stuck by the protruding lancet after it was used on a patient. The specific date of the event was not provided. The customer had a protocol at their facility to send the nurse to the laboratory for testing for blood borne pathogens. The results for this testing were negative and no treatment was given. There was no adverse event.